Event description:
(B)(4). The following report was received through review of literature: post embolization complications included two entrapped microcatheters. A flow-directed dmso compatible microcatheter (marathon, ultraflow, or apollo; ev3) was navigated into the nidus. It is unknown which of the microcatheters became entrapped. This series included 44 male patients, and 42 female patients, with a mean ae of 27.8.

Manufacturer narrative:
This report was created to capture the malfunction for the unknown microcatheters. The catheters were not returned for evaluation; therefore the event cause could not be determined. In addition, a lot history review could not be performed as the lot number was not provided. (B)(4). Information received from the same article as MFR: 2029214-2015-00744; 2029214-2015-00746.